Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 4.5 cm distal to the is-1 connector pin. Only the short proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the available lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the returned fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture during a device upgrade procedure. The outputs were increased, which resolved the loss of capture issue. Additionally, there were premature atrial contractions being tracked after ventricular paces. Troubleshooting was performed and the issue was resolved and expected operation was noted. There were no adverse patient effects.